Event description:
It was reported that this pacemaker was found to be operating in safety mode. Due to patients age and preexisting conditions, the decision was made not to replace the device. No adverse patient effects were reported.